Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned to the as reported cause 'main coil protrusion' and 'coil jammed'. The as reported 'patient vessel thrombosis' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' was assigned to this event.

Event description:
It was reported that during the procedure, the physician detached the subject coil into the aneurysm. On withdraw the microcatheter, the subject coil was found stuck at the distal tip of the microcatheter and protrude into the parent vessel. The physician deployed stent as medical intervention to secure the coil mass. However, a thrombus was generated so tirofiban half ample is given to the patient. The procedure was completed successfully, and no other information was available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician detached the subject coil into the aneurysm. On withdraw the microcatheter, the subject coil was found stuck at the distal tip of the microcatheter and protrude into the parent vessel. The physician deployed stent as medical intervention to secure the coil mass. However, a thrombus was generated so tirofiban half ample is given to the patient. The procedure was completed successfully, and no other information was available.